Event description:
A 30 pump was set for 0.6 ml/hr with approximately 118 ml in a bag. This should last 7 days but the bag was empty in about 1 1/2 hours. The dial settings were confirmed as correct upon inspection. The pharmacist also tested the pump and found that it infused as programmed. The pt suffered an irritated oral mucosa. The irritation resolved overtime.